Event description:
It was reported that debris was found in an unopened package.

Event description:
It was reported that debris was found in an unopened package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The device history record was reviewed, there were no incidents that could have contributed to the failure reported. Device inspection revealed that there was some plastic flash on the blisters's edge. The root cause for this foreign material can be attributed to workmanship (procedure for removing the "flash" not followed adequately). Furthermore, the foreign material was not captured during the particles inspection check or packaging stage. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.